Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown which liner malfunctioned causing an adverse event. Therefore, both liners are being reported. Part number 010000846 lot number 3912230 g7 neutral e1 liner 32mm b, expiration date: nov 9, 2021. (B)(4). Part number 010000924 lot number 6062636 g7 hi-wall e1 liner 32mm b, expiration date: may 17, 2022, (B)(4). Foreign country: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner could not be fixed to the acetabular shell during surgery. The patient¿s pelvis fractured during the impacting of the liner. Attempts have been made and additional information on the reported event is unavailable.